Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was leaking from an unspecified location. Additionally, it was reported that the customer was not receiving alerts as intended. In addition, it was reported that the pump battery was depleting quickly and that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.